Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that post pump replacement in (B)(6) 2021, he noticed an increase in pain and discomfort at the pump pocket site. He denied any falls or trauma to the site. A pocket revision was done to alleviate the pocket site discomfort. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.